Event description:
During a peripheral intravenous (piv) line insertion, the clear plastic safety needle device became stuck inside the yellow catheter hub. While attempting to separate the two pieces, the patient's blood vessel was damaged. The procedure was aborted. The clear plastic safety needle device was warped, which caused it to become permanently lodged in the yellow catheter hub. Catheter: smiths medical 24 g x 3/4 in protectiv plus safety IV catheter-radiopaque. Gtin: 10351688071224. Lot: 6152925. Exp: 09-11-2028. Ref: 3063.